Event description:
It was reported that the physician was performing the procedure on a loop graft. During the second venous pass, the basket separated from the cable. A snare device was used to retrieve the basket via the existing sheaths. There were no further complications.